Event description:
It is reported that a customer was hospitalized (B)(6) 2015 for a low blood glucose levels. The customer's blood glucose level was unknown at the time of the hospitalization. The customer's wife stated that the patient had seizures between 3am-8am. The pump was put on suspend mode. The customer was assisted with trouble shooting and the pump passed all test functions. The wife was advised to monitor the insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.